Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell, stress marks, dark ring, and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening, with non-penetrating nicks, assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening, with non-penetrating nicks, due to surgical impact, and a piece of the shell was missing assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.